Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device was returned for evaluation. The battery reciprocator device was evaluated and the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit had seized and would not oscillate when power was applied, and the unit failed the functional test check-won't oscillate when power applied. It was further observed that the electronic control unit (ecu) was shorted internally, there was an unknown liquid on the gear, the piston seized and there was no movement because of corrosion, and there was an unknown liquid on the internal sub-assembly¿s components. The assignable root causes for these conditions were determined to be improper cleaning, which is user error/misuse/abuse and wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the battery reciprocator device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.